Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "key stuck, incorrect pressure value reading, and the bag running dry early. Death/serious injury: no"

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "key stuck, incorrect pressure value reading, and the bag running dry early. Death/serious injury: no."